Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the episense device was not reported or able to be subsequently ascertained.

Event description:
It was reported on 12-jan-20 that on (B)(6) 2019 a patient underwent a staged sub-x convergent procedure with left atrial appendage management procedure. Anti-coagulation therapy was administered according to the protocol. There were no reported device malfunction or procedural complications. The patient was discharged home. According to surgeon, patient experienced a watershed infarct. A computed tomography result showed a posterior cerebral infarct. According to the surgeon patient is recovering and expected to have a complete resolution. There was no reported device malfunction, and the adverse event was the result of a procedural complication.